Event description:
It was reported that the patient needed an MRI because of a ¿brain leak¿ that was pump related. It was noted that the MRI would be on the spine near the pump implant. Fentanyl and a ¿numbing medication¿ were in the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8781 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter . (B)(4).